Event description:
It was reported that a customer experienced a pump malfunction and received an error message. There was no adverse impact to the customer's blood glucose level based on the available information. Although the pump was determined to be in working condition without any identified alerts or alarms, it was decided to replace the pump due to its inclusion on a list of malfunctions. The customer is expected to return the faulty device, and a replacement pump has already been provided.